Manufacturer narrative:
A photos has been provided for evaluation. Visual examination of the photo shows black foreign matter (much like black grease). As a result, bd was able to verify the reported issue. The lot number and the expiration date ink are not smeared or runaway. The numbers are clearly readable. The black spot below the numbers seems to be of a thicker viscosity than of the black ink more like a a thicker viscosity grease that might have occurred during post handling fabrication, assembly, or kitting. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported debris found on the applicator. Per sales rep: debris found on the chloraprep applicator.

Manufacturer narrative:
A photo has been provided for evaluation. Visual examination of the photo shows black foreign matter (much like black grease). As a result, bd was able to verify the reported issue. The black spot below the numbers seems to be of a thicker viscosity than of the black ink, such as grease. Bd¿s production equipment does not utilize grease or grease-like material therefore this foreign matter may have originated after leaving bd¿s control. A device history review was completed and no non-conformances we¿re identified during the manufacturing of this lot. In addition, this is the first reported issue that has been sent in for pn 930700nsb and lot. This is considered an isolated/rare occurrence. No further action is planned at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported debris found on the applicator. Per email: per sales rep: debris found on the chloraprep applicator. Picture attached- product.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930700nsb. Batch no.: 0126294. It was reported debris found on the applicator. Per email: per sales rep: debris found on the chloraprep applicator. Picture attached- product.